Event description:
A patient reported experiencing inaccurate low results with an otii meter. The patient's blood glucose results were 36, 82 mg/dl and 84 mg/dl vs. 124 lab. Tests were done within 10 minutes with a difference of 41 mg/dl and the second set 24%. Patient did not experience any adverse events. No further information has been reported.